Manufacturer narrative:
Product analysis conclusion: the reported difficulty to cannulate the contralateral gate and adverse events could not be assessed on the pre-implant films provided. Procedural angiograms showing attempts to cannulate the device were not available for assessment of the events. Although the cause of the events cannot be determined, the anatomical characteristics reported to have contributed to the cannulation difficulty (i.e presence of calcium in the proximal common iliac artery) could be appreciated on the films provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50mm aaa. It was reported that during the index procedure, the bifurcate main body was placed without issue, the physician had much difficulty cannulating the gate and much time was spent utilizing many tactics to do so. The physician proceeded to complete the ispi (right) side by removing the main body's delivery system and completing right side by adding a  etlw1610c82e (B)(6) without issue.  The physician then began attempting to cannulate the gate again. At this time the anesthesiologist alerted the physician to a slowly declining blood pressure.  Contrast was then injected to visualize the left iliac but no extravasation was seen. The physicians also  performed an angiogram  with a  catheter proximal to renal arteries  and noted no extravasation. The anesthesiologist stabilized the patient as the physician  continued to try  to cannulate the gate. The patients blood pressure dropped again and a repeat angiogram showed extravasation in the proximal left aneurysm. An endurant aui was then placed along with a non mdt vascular plug to occlude the left iliac artery, thereby excluding flow into the aneurysm sac. The anesthesiologist continued efforts to try and resuscitate the patient. The physician noted the abdomen was enlarged and firm, so a decision was made to perform a laparotomy to relieve the tension. Shortly after the incision , the patient went into cardiac arrest and resuscitation attempts were made but the patient subsequently expired.  Per the physician the cause of the death was the unexpected aneurysm rupture during the procedure. No cause of the cannulation difficulties were provided.  No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received; per the physician it is believed the cause of gate cannulation difficulty was calcium in the proximal left common iliac artery, which served to direct wires and catheters to a posterior location in the aneurysm sac making control of such wires and catheters difficult. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.